Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide is crooked and passes with difficulty through the needle.

Manufacturer narrative:
(B)(4). A 2-lumen cvc catheter (4fr x 5cm) and swg with the assembly were returned for evaluation. No needle was returned for evaluation. Visual and microscopic examination of the swg revealed 1 kink that caused the proximal end to curve and 2 locations that had offset coils. Both the distal end proximal welds are still intact. The kink occurred approximately 1.25 inches from proximal end. The offset coils were located on the j-tip approximately 2mm from distal end and approximately 17inches from proximal end of the swg. The swg outer diameter (od) was measured and found to be within specification. A manual tug test confirmed that both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. Complaint verification testing could not be performed because the introducer needle was not returned for analysis. The customer returned a catheter and guide wire, which was kinked and had offset coils , indicating some difficulty was encountered during insertion. A DHR review found no evidence to indicate a manufacturing related cause. The probable cause of the guide wire kinking during insertion through the needle could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the guide is crooked and passes with difficulty through the needle.